Manufacturer narrative:
Explant was reported due to structural valve deterioration. The investigation found that all three leaflets contained calcifications and had fibrous thickening. There was fibrous pannus ingrowth on the inflow and outflow surfaces, which extended onto all three leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined; however the calcification, pannus, and fibrous thickening would have contributed to the reported structural valve deterioration.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On an unknown date post procedure, a structural valve deterioration was observed and the valve was explanted.